Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, gel air bubbles were seen in 16 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 18-mar-2025 investigation summary bd received 16 samples and four (4) photos for investigation. The analysis of the customer photos revealed gel air bubbles within the tubes. All 16 returned samples were visually inspected and failed due to the presence of gel air bubbles. In contrast, 30 retained samples were also visually inspected for gel air bubbles, and none of them failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel airbubbles - before use based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, gel air bubbles were seen in 16 tubes. No adverse impact was reported regarding the patient or user.